Event description:
A female with cerebrovascular disease and hypertension was considered to have a suitable anatomical form for endovascular repair although calcification was seen in the aortic bifurcation and both common iliac arteries. The procedure went as labeled in 2008. Final angiography revealed a type iii endoleak in the connection site of the contralateral iliac leg and the main body. The physician ballooned the connection site once again which slightly reduced the type iii endoleak so he took a wait-and-see approach. Pt condition is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.